Event description:
Caller reported experiencing a cgm error, specifically error 42, with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information for a complete pump reset, and after performing the reset, the cgm error code did not reappear, allowing the caller to successfully start a new sensor session.